Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., b.6., d.7., h.6.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.